Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus,mr,ous 3.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the mid stent region up to the distal region were noted to be lifted bunched and stretched in a distal direction. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed and a 3.50x32mm promus element plus stent balloon was advanced for treatment. However, during insertion, the stent struts were noted to be lifted up. The procedure was successfully completed with a different device without issue or patient injury. It was further reported that the target lesion was located in a left anterior descending artery and the issue was occurred when outside the patient's body during the preparation.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed and a 3.50x32mm promus element plus stent balloon was advanced for treatment. However, during insertion, the stent struts were noted to be lifted up. The procedure was successfully completed with a different device without issue or patient injury.